Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 2.7; lab: 8.9. Patient tested with the inratio meter and their medication dose was changed on friday. The patient's inr was checked at the hospital on saturday. Customer also reported that they are getting qc2h error on meter.